Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition unknown.

Event description:
The manufacturer became aware of a study from (B)(6), which was published on 10 september 2009. The title of this study is ¿the use of a retrograde fixed-angle intramedullary nail for tibiocalcaneal arthrodesis after severe loss of the talus¿ and is associated with the stryker t2 ankle arthrodesis nailing system. Within that publication, post-operative complications/ adverse events were reported, which occurred between 2006 and 2007. It was not possible to ascertain specific device details from the report, a review of the complaint handling database, however, revealed that the event has not been reported by the hospital or by the author of the publication, therefore 3 complaints were initiated retrospectively for the different adverse event mentioned in the report. This product inquiry addresses infection. The study states: ¿one patient (patient 6), despite negative intra-operative microbiologic cultures, had a recurrence of infection. This patient had total loss of his talus following repeated surgery and had undergone screw fixation of the tibionavicular and the calcaneocuboid sites additionally, and a peroneus brevis flap. With recurrence of infection, the fixation implants were removed at 1 year post-fusion, and the sinus tract excised and the wound debrided. At that time the fusion site had healed. Five episodes of debridement were needed to obtain a clean wound and the defect was covered with a split-skin graft. There was no evidence of recurrence of infection subsequently, but this patient had numbness of the toes and recurrent metatarsalgia on prolonged weight-bearing.¿